Event description:
Patient reported various instances over his time wearing the v-go where his v-go would become detached from his body and the needle would move and cause pain. Patient reported this typically occurs hours after replacing his v-go and when it is humid outside or he is playing golf or doing other activities. Patient wears v-go on his abdomen and moves it from left side to right side daily.